Manufacturer narrative:
(B)(4). Age at time of event: over 18 years old. Device evaluated by MFR: the device was returned for analysis. There was no damage observed on the distal tip or guidewire exit port assembly. A damaged was found in the lapjoint area. Fluid was leaking from the lapjoint area when the catheter was flushed. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issue or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23aug2016. It was reported that device failure to cross had occurred. A 100% stenosed target lesion was located in a severely calcified coronary artery. During a percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications reported and the patient's condition is good. However device analysis revealed a damaged in the lapjoint area.